Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device has not been returned to zoll for evaluation. The customer indicated that the electrode pad cables became frayed during the event, due to the friction that occurred during use with an autopulse life band. The electrode cable was tucked between the patient's chest and the life band of the mechanical CPR device. Analysis of reports of this type has not identified an increase in trend.